Event description:
The reporter stated that the surgeon inserted a cc4204bf plate collamer lens. The surgeon felt that a different lens would be a better fit for the pt. The lens was removed without enlarging the incision. No pt injury.